Manufacturer narrative:
The technical support was found out that there is no problem with the device. The device was not connected to an oxygen supply source. The alarmed was triggered to let the customer know that there is an oxygen dosing issue. The root cause is attributed to user fault.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Customer was informed that alarm no oxygen dosing possible was triggered because the oxygen percentage was set for 30% to 85% and there was no supplied oxygen to meet this requirement.

Event description:
The customer reported that no oxygen dosing possible alarm was active on this unit. At this time, patient involvement information is not provided.